Event description:
It was reported that there was a revision of a right triathlon liner. Patient was infected.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a right triathlon liner. Patient was infected.

Manufacturer narrative:
Pitting, scratching, and burnishing were observed on the bearing surface of the insert. These are commonly identified damage modes on uhmwpe tibial inserts. Some explantation damage is visible on the underside of the insert. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review: there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lot. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.